Manufacturer narrative:
Images sent showed extreme wear and fracture medial to lateral. Cause of wear could not be determined. Review of mfg record showed no anomalies.

Event description:
Pt had the star ankle poly core exchanged.